Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: 2011-(B)(6); 1156t lead, 2011-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had rising thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.